Event description:
It was reported that one onyx trucor coronary drug eluting stent (des) failed to cross the proximal lesion and was fractured so the device was removed. The lesion being treated was in the mid left anterior descending (lad) artery. The mid proximal lad lesion exhibited 95% diffuse stenosis, heavy calcification and timi flow ii. The device was inspected prior to use and negative prep was performed with no issues noted. Rotablator atherectomy was performed to the mid-proximal lad lesion. The mid-proximal lad lesion was pre-dilated with a non-medtronic balloon at 14 atm. The device did not pass through a previously-deployed stent. Three additional onyx trucor des were deployed overlapping in the proximal and mid lad lesions at 12 atm. Post dilation was performed with a non-medtronic non compliant balloon at 16-24 atm. The final angiogram showed patent lad stents without residual stenosis and timi flow iii. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two still fluoroscopic images were provided from the account. The first image showed contrast injection into the left coronary system, confirming the diffuse disease in the lad. The second image shows the lad post successful deployment of the three onyx trucor stents. No images were provided of the other treatments or the attempted delivery of the initial trucor stent or of the reported fractured stent. Therefore no determination of the cause of the issues with the initial trucor stent from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: difficulties were encountered when removing the fractured stent from the patient. Intervention was required to remove the fractured stent. Three additional onyx trucor des were deployed overlapping in the proximal and mid lad lesions at 12 atm with no issues noted. The 2.75x15mm onyx trucor was deployed at proximal-mid left anterior descending (lad); 3.0x18mm onyx trucor was deployed at mid-lad and 3.0x8mm was deployed at proximal lad. Adverse event <(>&<)> product problem outcome attributed to adverse event type of reportable event annex a code annex f code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.